Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional reported, "fluid collections". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/jul/2024.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "fluid collections". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness was within specification. And missing piece of shell assessed as inconclusive. Observed broken assessed as surgical damage. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "fluid collections". The device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "fluid collections". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.